Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the u.s . The analysis is pending.

Event description:
During the reported implant attempt, difficulties were encountered when trying to pass the subject device through the 8f (B) (4) introducer utilized for the procedure. As a result, the lead was not implanted.